Event description:
It was reported that in (B)(6) 2024, a surgical procedure was performed to implant a tenacio system (inflatable penile prosthesis). The patient then confirmed the pump seems stiffer and more difficult to squeeze, leading to more partial squeezes thus negating the greater potential efficiency and it is more prone to slip around in the scrotum while squeezing. The oversized deflation button is harder to successfully depress and the popping sound to confirm deflation was usually not audible and not reliable. The deflation stopped multiple times during the process.